Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the surgical procedure being performed? Laparoscopic gastric bypass. Please provide exact anatomical name of artery associated with the bleeding. He said major vessels like. Superior mesenteric artery at the anastomosis. What color cartridge was used in area of bleeding? White. Does the surgeon routinely wait 15 seconds prior to firing? Sometimes. How was the bleeding/oozing addressed in initial procedure? Clips. Tisseel. Overseeing. What was done in reoperation? Evacuation of small bowel clot. Was a transfusion required? Transfusion required after she came back. What is the current patient status? Patient is doing well.

Event description:
It was reported that the surgeon has seen an increase in observational bleeding. Specifically in areas that cross large vessels such as gastric vein. He experiences delayed oozing within a 5 minute timeframe. In total he has had 3 bring backs to the or due to bleeding however once they returned to the or they could not find the source of the bleeding. He believed on the third one the remnant stomach was the source of the bleeding.